Manufacturer narrative:
D4 & h4: serial number, model, catalog, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the device communication failure was caused by missing or corrupted application packages and an improper database recovery model. The technical support specialist followed knowledge article. 'Unable to enter waste amount on pas es; number keys unresponsive'. Applied the required packages, repaired the anesthesia application, and set the database recovery model to simple. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, had all anesthesia providers locked out of their station and use unable to login. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.